Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that upon the initial deployment attempt, the valve was recaptured to adjust the implant depth. The infold was identified during the second deployment attempt. Per the physician, the patient's severe calcification contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number: (B)(6), product type: 0195-heartvalves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, an infold was identified. Subsequently, the valve was recaptured, the system was withdrawn from the patient, and a new valve and delivery catheter system (dcs) were opened. A pre-implant balloon aortic valvuloplasty was performed, and the second valve was implanted successfully. No patient complications were reported as a result of this event.